Event description:
It was reported that the patient presented to clinic after receiving shocks from the device. Device interrogation indicated t-wave oversensing. The lead was explanted.

Event description:
The head nurse referred to the (B)(6) that: during the surgery when they opened the package the item showed traces on his surface that seemed to be like rust traces. For this reason the surgeon decided not to use it and ended the surgery using another item.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.